Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic on (B)(6) 2018 complaining of pain at the incision site. The site appeared to be ¿tethered¿ and reddened. The system was explanted on (B)(6) 2019. The patient¿s platelet count was very low. The patient was sent home with antibiotics. The patient was stable.